Manufacturer narrative:
Film evaluation results are: a review of pre-implant 3d recon revealed that the patient has thoracic aortic dissection that originated from the left subclavian to mid descending thoracic aorta. There was no dissection visible in the ascending aorta. The aorta diameter just distal to the innominate artery measured approximately 38mm. The aorta diameter just distal to the left carotid artery measured approximately 38 mm. The aorta diameter just distal to the left subclavian artery measured 33 mm. The true lumen diameter of the aorta at left subclavian measured approximately 30 mm. Diameter measurement taken across the true lumen and false lumen of the mid descending aorta was approximately 30 mm, a-p. No ruptured thoracic aneurysm was observed on the images provided. The films during index procedure was not provided. The cause of inaccurate delivery and vessel perforation leading to stent graft ex plant and death could not be determined from the pre-implant 3d recon. It is possible that the patient's poor quality vessels may have contributed.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a preoperatively ruptured thoracic aneurysm and a 272 mm length preoperative thoracic aortic dissection. The vessels were severely diseased. The patient was not a candidate for tevar as the main tear/ fenestration was too proximal (under the innominate and left carotid arteries) and tevar would present too high a risk of type a retrograde dissection. Also, the patient had an expanded aortic root. The physician decided to perform an ascending aortic replacement with great vessel debranching under circulatory arrest and then pass a stent graft antegrade into the descending aorta to widen the true lumen in the dta. The operation was started and the ascending graft was attached to the dta (it had a side arm at the proximal end near the aortic valve for perfusion of the great vessels) and a 32/32/150 valiant device was advanced into the dta. No guidewire or fluoroscopy was used. The tip of the valiant had exited the aorta and was deployed outside of the vessel. When flow was pumped into the vessel (by the perfusion machine) it went into the left chest. The physician then cut off the distal 3cm of the valiant graft and directed the stent graft back into the lumen of the dta. The physician then performed a femoral cut down and directed a guidewire from the groin into the lumen of the valiant. Under fluoro the physician deployed a 36/32/150 valiant and then a 34/34/150 valiant to approximately 5 cm above the celiac artery. There was still some leakage that the physician felt was coming from the deteriorated aorta. The physician sutured the holes and then moved to finish the heart so that full body perfusion could be restored. The aorta was severely disease by the dissection and seal could not be created surgically in the distal dta. There was seal from the ascending surgical graft all the way to the end of the valiant stent grafts but beyond that the aorta was too dissected and friable to get seal. The cause of the event was due to the patient's poor quality severely diseased vessels (unsealable). The patient died.